Manufacturer narrative:
H10: per additional information from the customer, they confirmed differences between the reprocessing method mentioned in the instruction manual and what they practiced as the user. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. However, it¿s likely the cause is related to deviation of the reprocessing method/instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿ ¦ clean the external surface describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope water supply was weak. The issue was found during an unknown procedure. The procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, a foreign matter in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter in the nozzle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.